Manufacturer narrative:
Pump was received with frozen display due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 92 mg/dl at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.